Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the maryland bipolar forceps instrument did not coagulate properly. Once the surgical team examined the instrument, they realized that the jaws were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .058 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint. This indicates that the likely cause of bending was overloading at the tip. It was concluded that the damage to the instrument's grip tip was likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.